Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that the 53-year-old, male patient noticed cracks in the device while being worn. The patient began using the device on (B)(6) 2026 and the incident date was reported as (B)(6) 2026. There was no harm caused to the patient and a remake request was submitted.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).